Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. The customer believed the issue originated from the cartridge due to observing "black ink" exit the cartridge and go into the patient line. As the customer did not have time to change out their cartridge the first day the occlusion alarms began, the customer administered a manual injection for diabetes management and was able to change out their cartridge the following day. After changing out their cartridge, no additional occlusion alarms were declared.